Event description:
Customer called to report that triglyceride (tg) calibration on the unicel dxc 800 synchron system failed with back-to-back and out of calibration range high errors, indicating imprecise and high results. During the initial troubleshooting, the customer technical specialist (cts) recommended that customer not run any cartridge chemistries. Customer indicated that no patient results were affected. Later, it was determined that no chemistries were affected other than tg. The cts assisted customer with troubleshooting the instrument by instructing customer to replace the cartridge chemistry (cc) sample probe. Customer replaced the cc sample probe and stated that this resolved the issue. Customer has not called back to report any further issues relating to this event. Upon follow-up on (B)(4) 2012, customer indicated that incorrect patient results had been generated and reported out of the laboratory. Customer stated that there have not been any reports of change to patient treatment based on the erroneously reported results. Although multiple attempts were made to obtain patient data and results, customer did not provide any further information.

Manufacturer narrative:
(B)(4).